Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. However, as a preventative measure replaced the hard drive and fluoro function board. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the image on the screen of the 9800 system goes from full screen to the size of a stamp. Customer states that iris closed down while viewing live images. There was no report of patient injury.